Event description:
It was reported that the patient visited the emergency room because they received inappropriate shock. It was determined in the emergency room that the shock was due to noise. It was further reported that a lead integrity alert triggered. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.